Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that three months post implant of this mitral mechanical valve implant, the patient presented with pulmonary edema. An emergency operation was performed. During the operation, it was found that one leaflet was missing and could not be located. Subsequently, the patient died six hours later.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the cause of death was not provided. Multiple attempts to obtain additional information have been unsuccessful. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of either valve or additional information regarding the case, further investigation will not be achievable. Based on the limited available information, the leaflet escape cannot be confirmed.

Manufacturer narrative:
Additional information received indicated that the reason for the emergency operation was the patient's pulmonary edema. The physician was attempting to perform a mitral valve replacement when the leaflet "vanished." The location of the missing leaflet is unknown. The leaflets were not being adjusted when the leaflet "vanished." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.